Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received an inappropriate shock for atrial fibrillation with rapid ventricular response. The atrial lead was also noted to be undersensing the p-wave during the atrial arrhythmias. The device and lead remain in use. No further patient complications have been reported as a result of this event.